Event description:
The customer reported that while the unit was in use on a patient, the pressure trace flat lined, the ECG waveform turned into noise, and a "system failure" message occurred. No patient injury was reported.

Manufacturer narrative:
The company representative observed that a brass micron filter was loose inside the unit. He removed the filter and replaced the front end pc board. The unit was tested to factory specification. It functioned normally and was returned to the customer.